Manufacturer narrative:
Correction: h1 should have been serious injury and not a malfunction.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a device parameter error message. The device was explanted and replaced. Further information was requested however, was not provided.

Event description:
New information notes patient condition was stable.